Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had dislodged and come out of the intrathecal space. No pt symptoms were reported. The catheter was revised and "everything went smooth". The pump was used to deliver morphine.